Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant, the right atrial lead was not sensing p waves appropriately despite multiple attempts of repositioning. The lead was replaced. The patient was stable after the procedure.